Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7086872.

Event description:
It was reported that the patient was experiencing slight tenderness at the lead incision site and pain at the lumbar spinal area and was prescribed with acetaminophen every 6 hours as needed. It was also reported that the leads were pulled out after a recent activity and that one of the lead coiled down to the battery site. The patient underwent a lead replacement procedure and was doing well postoperatively.